Event description:
The operating room mgr, reported the following event to the sales rep: "during an extraction of a plate, the screwdriver bits fractured."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.